Manufacturer narrative:
The user will receive an additional training.

Event description:
Pt was implanted with a lens that had been calcuated using this ophthalmic a-scan. Post operative eval of the pt found the vision to be 3.5 to 4.0 diopters off. Pt's vision is correctable with glasses. No lens exchange is planned at this time.